Manufacturer narrative:
The device was not returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the probe broken possibly occurred due to contact with a surgical instrument or the non-insulated area of grasping section. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the thunderbeat jaw of the instrument became detached. The jaw was retrieved and a new instrument was opened. This issue occurred during an unspecified procedure. There were no reports of patient harm.